Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.